Event description:
It was reported that the ilet experienced low glucose after a snack of cheese and crackers, with glucose readings of 46 mg/dl on the ilet and 56 mg/dl by fingerstick, treated with oral glucose tablets, then ate dinner 45 minutes later without announcing the meal. The event was associated with user procedure issues and the user interface of the device. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified, specifically improper or incorrect procedure related to meal announcement and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.